Event description:
During critical care, map 40, 8 medications infusing, 2 pumps alarmed at same time going into same line, resulting in requiring both pumps to be shut down and restarted. Event logs reviewed, e346 distal press snsr 2 alarm triggered. This patient ended up coding and dying. Although facility does not believe the pump is the cause of death, it could have impacted outcome of patient or could in a different scenario. Reported to vendor in september, no feedback to date. Reference report: #mw5150859.